Manufacturer narrative:
The reported failure of proportional valve and three-way solenoid valve is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information alleging the active exhalation verification test step had failed on a trilogy ev300 device. The device was not in patient use. The customer was informed that the proportional valve and three-way (3-way) solenoid valve were needed to pass the active exhalation verification test step for this device. There were no repairs and/or parts replaced by philips. The customer is taking responsibility to make the necessary repairs to the trilogy ev300 device.